Event description:
It was reported that a non-dehp IV fat emulsion administration set had "the lettering on the package was smearing and coming off". Furthermore, the issue is occurring when the packaging or the user's hands were wiped down with isopropyl alcohol. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.